Manufacturer narrative:
Complaint (B)(4). Received 3 inner boxes + loose pieces 450040/17k25b and loose pieces 450230/g171133k and 1 used sample for evaluation. Received customer pictures. We have no further complaints on the materials/batches. We forwarded the complaint, pictures and some of the samples to our affiliated headquarters in (B)(4) from which we receive the holders. According to their investigation and comments, a review of production documentation of the reported material/batch shows no indications of deviations during the entire manufacturing process. No abnormalities were observed during in process control. The customer returned unused samples were visually checked; no indications of any abnormalities. Samples were functionally checked; reported error could not be reproduced. The customer returned used sample was visually checked; no irregularities were observed on the needle however deformation at the thread was observed on the holder. Additional testing revealed that this deformation can be caused by over-tightening and this cannot be attributed to a product malfunction. They could not confirm the complaint. We forwarded the complaint, pictures and some of the samples to our supplier from which we receive the needles. According to their investigation and comments, manufacturing and inspection records of the concerned material/batch were reviewed and no abnormalities which could be related to the reported event were observed. Retain samples were examined visually and no abnormality such as damage to the needle hubs could be observed. The customer returned unused samples were examined visually and no abnormality such as damage or molding defect could be observed. Screwing torque was measured using the greiner standard holders. The maximum on customer samples was 0.69kgf/cm. All samples were screwed into holders without any problems. Ten greiner blood collection tubes were inserted onto each tested sample and no spinout could be observed. They could not confirm the complaint.

Event description:
Customer states that the needle detached from the holder while a tube was engaged.